Manufacturer narrative:
The investigation has determined that one vitros na slide cartridge was mis-identified in the reagent supply of a vitros 350 analyzer. An assignable cause could not be determined for this event. However, user error associated with loading a slide cartridge outside of vitros cart handling protocols could not be ruled out as a contributing factor. From the information provided there is no evidence the vitros 350 instrument malfunctioned.

Event description:
An ortho clinical diagnostics (ortho) field engineer (fe), reported quality control samples were tested on a cartridge other than the intended cartridge. The sample was processed from a vitros ca cartridge identified as a vitros na+ cartridge. No discrepant results were obtained as the analyzer posted condition codes. However, as a vitros slide cartridge was mis-identified as a different assay, discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. (B)(4).